Manufacturer narrative:
Philips has investigated this complaint. Upon functional testing, the connection between the wireless base station and wireless footswitch is lost. The field change order has been approved for this issue and it will be implemented lately. Philips has confirmed that the reported failure is due to a connectivity issue. Per the information collected, the base station and wi-fi led was indicating in red blinking signal on the wi-fi indicator, which indicates that there was an error in the wireless connection. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. The philips engineer inspected the system on-site and the connection failure in the wireless footswitch has been resolved with a software update. After troubleshooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch connection issue. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.